Event description:
It was reported that tibial stylus and tibial cutting guide could not assemble properly. In this hospital, the surgeon use only blade runner, so there was not problem in the procedure.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding assembly issue involving a triathlon tibial stylus was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection of the tibial stylus trigger noted the end of the trigger is bent. Due to the bent the stylus lock disk is unable to become concentric with the upper shaft therefore not allowing the device to assemble with the mating device. Medical records received and evaluation: not performed as no patient medical records were provided for review. Device history review: review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the investigation concluded that the reported assembly issue was caused by a bent tibial stylus trigger therefore the stylus lock disk is unable to become concentric with the upper shaft therefore not allowing the device to assemble with the mating device.

Event description:
It was reported that tibial stylus and tibial cutting guide could not assemble properly. In this hospital, the surgeon use only blade runner, so there was not problem in the procedure.